Event description:
It was reported that the patient incorrectly programmed the device- this information is captured in the glooko log files and confirms the device functioned as programmed. The patient's death is related to insulin over delivery due to user error. The omnipod 5 user guide states. (Warning: do not use the omnipod 5 system if you do not have adequate vision and/or hearing to recognize all functions of the omnipod 5 system including alerts, alarms, and reminders according to instructions.). The patient had retinopathy, loss of vision in one eye. He programmed his basal rate incorrectly, 4 times more than what we had programmed. One night after a pod change he stayed in manual mode with the wrong basal rate, had severe lows couldn¿t recover and passed away.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported death and hypoglycemia.